Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: the display screen was observed to be cloudy and it was determined to be caused by residual adhesive from a peeled off lens film. Upon removal of the adhesive, the display screen was clear. The initial complaint of a cloudy display was unable to be duplicated.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy) issue. The pump experienced physical trauma, resulting in the screen becoming cloudy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.